Event description:
It was reported by service report that the foot end jack would not lower and the mattress was not holding securely to the litter. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Velcro.